Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020 the patient's leads were effectively repositioned. Therapy was restored bilaterally to both legs.

Manufacturer narrative:
Event and therapy date are estimated. Both leads are reported since it is unknown which lead migrated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number: 3006705815-2020-30742. It was reported patient suffered a fall around (B)(6) 2020 and experienced ineffective therapy. X-rays indicated that one of the lead had migrated. Troubleshooting was unable to solve the issue. Surgical intervention may take place to address the issue.